Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history maintenance eval/review was performed. The investigation of the complaint articles has shown that: lot #204462.013, a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 2-jun-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. It is unknown when the issue first began to occur, but was discovered during pre-surgical testing on (B)(6) 2014. Device is an instrument and is not implanted or explanted. Manufacturing investigation evaluation: the received device (part 05.001.401/ lot 204462.013) was received for investigation and passed the optical check/inspection. Further investigation was completed by the supplier, satelec. Satelec sent the device back noting that ¿no problems [were] found.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for piezoelectric system device gets hot. No additional information provided. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that: the customer reported the hand piece was hot. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 06-feb-2015. This item failed synthes final inspection and was forwarded to the complaint handling unit on 5-mar-2015. The evaluation was confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.